Event description:
A surgeon reported a patient experiencing decreased near vision in certain lighting conditions following bilateral intraocular lens (iol) implant surgery. The surgeon reported when the patient was taken outside in direct sunlight, or in fluorescent lighting, the near visual acuity improved to j1. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 08/07/2009, 08/12/2009, and 08/24/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).